Event description:
Customer's mother called in to report that the insulin pump was exposed to fluid when the customer went into the pool. The insulin pump will not turn on. Blood glucose at the time was 265 mg/dl. Customer has treated with manual injection. Fluid can be seen under the display screen on the insulin pump. Troubleshooting was performed. Advised the customer's mother that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No frozen screen, unexpected count down or blank display was noted. The insulin pump passed the displacement test. The insulin pump had moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.